Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that low out of range high voltage lead impedance was noted. Lead test was performed to reproduce noise and add'l out of range lead impedance, and the testing did not reproduce either the noise or the measurements. The lead remained implanted and monitored.